Event description:
At 7:30 a.m. On april 3, 1993, pressure alarm sounded and nurse went to check patient. Upon close inspection, the pressure tube from the iabp was noted to be specked with dried blood. The line was tested for a leak and confirmed that a leak existed. Physician was immediately notified. Iapb cath was removed and a new one was inserted by physician. No other incident occurred.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: balloon. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.